Event description:
It was reported that a third party field engineer was installing a power monitor into the main power distribution panel when there was an apparent short that led to the engineer being burned. It was reported that the engineer sustained serious burns on both arms.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient identifier, age, and weight were requested, and were not provided by the initial reporter. Attempts were made to obtain the information from the customer on (B)(6) 2015 by phone. Ge healthcare's investigation indicated the main disconnect panel (mdp) was purchased as an accessory, and it is the customer's responsibility to maintain. It was found that lock out tag out procedures were not used, and there is evidence of the 3rd party fe working inside the mdp while it was energized. There is no evidence of prior physical damage to the mdp that would indicate a possible mdp malfunction. The mdp was properly labeled with high voltage warnings. The mr system / power distribution unit (pdu) did not malfunction and did not create an electrical failure. No further actions are required at this time.